Event description:
A caller reported that the pump battery would not charge, and attempts to address the issue, including using different wall outlets and charging cables, were unsuccessful. There was no adverse impact on the customer¿s blood glucose level. As a result, technical support decided to replace the pump, ensuring that insulin delivery continued without interruption through an alternate method. The caller was instructed to return the problematic pump using a pre-paid label and understood how to put the pump into storage mode before returning it.